Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip. All operating currents were within specification and no unexpected low battery or off no power alarm was noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer removed the battery and the insulin pump alerted low battery. The customer inserted a battery and the insulin pump alarmed button error. The customer's blood glucose was 151 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).